Event description:
Pt had a power port implanted for the delivery of chemotherapy on (B)(6) 2011. A problem developed with poor blood return and burning with flushing. Port check venogram identified fractured catheter. The pt was taken to interventional radiology where the distal fragment was removed via femoral access using a snare. The proximal fragment and chest port was then removed without complication.